Event description:
It was reported that the patient had a return of symptoms and they were unable to feel their stimulation. The loss of therapeutic effect and stimulation was sudden. The patient was making dinner on 2014-(B)(6) when the pan they were using touched a grinder and they felt a shock. The shock was not from the device but was from the pan and the grinder. When the patient felt the shock it went through their whole body. The patient felt fine but since that day the patient had an increase in their left leg pain which was the pain their stimulator was supposed to cover. Prior to that date the stimulation was covering the pain. Since that date the patient did not feel stimulation and did not think it was on. The patient tried increasing their stimulation but they were still not able to feel it. The patient used their programmer and verified that their stimulation was on. The patient was in group a in the upright position. This group was normally set to 1.70. The patient increased their stimulation the day prior to the report but when they still couldn¿t feel it they turned it down to 2.10 in case it ¿decided to work.¿ the patient decreased the stimulation to the normal setting of 1.70 during the report. The patient met with their doctor and it was discovered that they had one electrode out. The patient met with a manufacturer representative on 2015-(B)(6) and their device was interrogated. The patient was reprogrammed on 2015-(B)(6) and they got a (B)(6) or greater symptom reduction. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).